Event description:
It was reported that a shaft break occurred. A 3.50 mm x 15.00 mm agent drug-coated balloon (dcb) was selected for treatment on a percutaneous coronary intervention (pci). During the procedure, while the device was advancing to the lesion site, the shaft snapped during the push, separating the distal balloon shaft from the proximal. The device was removed from the patient. Procedure was completed with another of the same device and there were no patient complications.